Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power supply failure. A field service engineer replaced the main power supply with a spare power supply and tested the system successfully. The engineer also replaced a damaged pyxie bus cable. The system was tested using the hardware testing application and the medication application, and both tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an unexpected shutdown and reboot occurred. The pyxis machine unexpectedly rebooted during use again. The customer experienced reboot loops with m7 easta and y6 msd a2 after the facility conducted a scheduled electrical generator test, which failed and resulted in a brief power disruption that caused a temporary power outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.